Event description:
The following information was collected from a post market clinical follow-up (pcmf) survey regarding the use of the gore® preclude® pericardial membrane. The survey reported that the device was selected to perform reconstructions/repairs on the pericardium. With the survey using a scale of 1 to 7, where 1 is ¿not at all satisfied¿ and 7 is ¿extremely satisfied¿ relating to the overall level of satisfaction with the gore® preclude® pericardial membrane, the physician rated 5 for adult and 6 for pediatric patients. Regarding the category for adult patients, the physician did not agree with the following statement: ¿my experience with the gore® preclude® pericardial membrane has met my expectations for overall deep wound infection or mediastinitis including primary procedures or re-sternotomies through two years after implantation¿. As a reason for selecting ¿no¿, the physician stated that reinterventions were necessary. However, it is currently unknown if the stated reinterventions were performed on those 11 patients. Gore therefore reports this survey finding out of an abundance of caution.

Manufacturer narrative:
A1, patient identifier (in confidence): a patient identifier was not provided. Data provided in this field reflect gore's internal reference number for this case. Further investigation is being conducted and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was collected from a post market clinical follow-up (pcmf) survey regarding the use of the gore® preclude® pericardial membrane. The survey reported that the device was selected to perform reconstructions/repairs on the pericardium. With the survey using a scale of 1 to 7, where 1 is ¿not at all satisfied¿ and 7 is ¿extremely satisfied¿ relating to the overall level of satisfaction with the gore® preclude® pericardial membrane, the physician rated 5 for adult and 6 for pediatric patients. Regarding the category for adult patients, the physician did not agree with the following statement: ¿my experience with the gore® preclude® pericardial membrane has met my expectations for overall deep wound infection or mediastinitis including primary procedures or re-sternotomies through two years after implantation¿. As a reason for selecting ¿no¿, the physician stated that reinterventions were necessary. However, additional information received from the research agency stated that the respondent had retrospectively been removed from the survey as a verification process found that the respondent's speciality did not match the provided responses. No further information has been received from the respondent. Gore is therefore unable to establish with certainty that the gore® preclude® pericardial membrane has caused or contributed to the stated reinterventions post device implant.

Manufacturer narrative:
Additional manufacturer narrative: b5, describe event or problem: updated. E. Initial reporter: updated initial reporter details h6, health effect ¿ clinical code: replaced code e2401 with e2403 h6, health effect ¿ impact code: replaced code f19 with f26 h6, type of investigation: added code b22 h6, component code: replaced code g04088 with g07003 h6, investigation findings: replaced code c21 with c19 h6, investigation conclusions: replaced code d16 with d14 . The serial numbers for the implanted devices could not be obtained. It is unknown if devices remain implanted of if they were removed during a reintervention. It is also unknown if reinterventions have in fact occurred. Therefore, device evaluations could not be performed. A post-market clinical follow-up satisfaction survey initially reported dissatisfaction with the gore® preclude® pericardial membrane in that it did not meet one user¿s expectations for treating deep wound infection, mediastinitis including primary procedures or re-sternotomies through two years post implantation and stated necessary reinterventions. As the survey was anonymous, gore subsequently followed-up with the research agency conducting this survey on the user¿s contact details, information on implanted devices and dates, patient data, as well as information on the clinical perspective on the cause of the stated reinterventions and the device¿s role in those adverse events. However, additional information received from the agency stated that this particular respondent had not passed the agency¿s verification process since their speciality on their record had not matched what was stated. Thus, the respondent had been removed retrospectively from the survey and the agency requested gore to close the case on their side. No further information has been received from this respondent, and since the respondent has not agreed to sharing their contact details, gore is unable to establish with certainty that the gore® preclude® pericardial membrane caused or contributed to the stated reinterventions. Therefore, the initial information received no longer meets gore¿s criteria of a reportable incident and we are therefore retracting this report.